Event description:
It was reported that the procedure was to treat a heavily calcified and tortuous lesion in the distal lad. It was known that the pt was going to need CABG in the future; however, stenting was an attempt to postpone the surgery. The pt had undergone a previous stenting in the cx. The mini vision was advanced, but could not be placed in the lesion and was withdrawn, at which time the stent dislodged in the pt. There was no attempt made to retrieve the stent. The pt went immediately to surgery and underwent CABG. The pt is reportedly doing well. No additional information was available.